Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had possible foreign material clogging the irrigation channel. The customer tried cleaning the device but still got resistance in the channel. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the air/water-channel was clogged because reprocessing was not completed in accordance with instructions for use (IFU). The event can be detected/prevented by following the instructions for use (IFU): operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred at the end of a diagnostic colonoscopy which was completed with the same device.